Event description:
Customer reported that they visited the emergency room due to a diabetes-related issue while using the pump and related supplies for insulin therapy on (B)(6) 2025. The highest recorded blood glucose level during the incident was 695 mg/dl. There was no permanent injury, and small ketones were present but not life-threatening. Customer received IV and fluids of saline and insulin as treatment, which resolved the issue. A pump system check confirmed that the pump was functioning as intended, and the customer was released from the emergency room the next day.